Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿turning off without him turning it off.¿ it was further reported the patient would check his ins with his patient programmer and it would show the ins as off and he would need to turn it back on. The patient noted they were not using adaptive stimulation and ¿needed to use stimulation 24/7.¿ it was stated that the patient had ¿high energy needs.¿ it was reported the patient ¿never let the battery get below 50%¿ and that the loss of stimulation was ¿not due to charge level.¿ it was noted the patient had charged twice since implant and that it ¿took forever to charge.¿ impedance testing returned ¿normal¿ values of ¿600-800¿s when looking through the reference electrodes¿ with ¿nothing the out of range box.¿ the patient¿s stimulation diary entries revealed ¿no obvious pattern to when stimulation turns off.¿ the patient¿s stimulation diary noted at least 11 instances where the stimulation shut off. It was noted that the patient had not had any electromagnetic interference exposure. There were ¿no shading on any of the diary days for low battery on di¿ reported. It was unclear at the time of report the exact meaning of ¿di.¿ at the time of report, the patient¿s ins was reset using the recharger and a ¿brief physician recharge mode.¿ additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a physician recharge mode wasused to clear and reset the device. It was noted that the manufacturing representative met with the patient for a follow up on (B)(6) 2013. It was noted that the patient did not have a problem with the device turning on or off. It was noted that the patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 7754, serial# (B)(4), product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3888-45, lot# v804748, implanted: (B)(6) 2013-, product type lead; product ID 3888-33, lot# v882270, implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).